Event description:
Customer reported via phone call, the sensor was giving inaccurate readings and was activating the threshold suspend feature. Customer was walking her dog when issue arose. Customer's blood glucose was 169 mg/dl and sensor was reading 72 mg/dl. Customer then attempted to calibrate and then she her change sensor. The sensor electrode was bent and it had blood at the tip. The sensor is not being returned for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.